Event description:
Additional information received reported a piece of the catheter may have been ¿in there floating.¿ the physician was not sure exactly where it was, but it was not causing any problem for the patient. It was first reported the catheter fracture was near the entrance of the fascia, but later that it was at the pump/catheter connection. An entire new catheter was placed in the patient. There were no signs or symptoms associated with the event. The patient had no hospitalization and the patient outcome was reported as ¿non-serious illness/injury.¿ the pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a catheter fracture. The reporter indicated that the healthcare provider was investigating whether or not the distal broken piece would be retrievable or would be left in the intrathecal space. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).